Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd; UDI#: (B)(4); h6: fdm b17, fdr c21, fdc d16 and img g02005 applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, the nim system started to make very loud noises for no reason and did not stop. There was no patient impact. It was a noisy signal, like the alert when the electrodes are not connected but it was making noise without stop. An electrosurgical equipment was in use during the procedure. The issue was noticed even when the surgeon was not trying to stimulate.

Manufacturer narrative:
Product ID: nim4cm01, serial/lot #: (B)(6)/219603708, UDI#: (B)(4). H3: analysis of the device was completed and concluded that the reported customer complaint could not be duplicated. There is no communication through dock 1. Dock board is faulty. One of the knobs is crooked. Eic board was also found to be faulty. H6: codes updated. Previously applied codes fdm b17, fdr c21, fdc d16 and img g02030 are no longer applicable and fdm b01, fdr c02 / (B)(6), fdc d02 and img g02005 / g04079 codes are now applicable. Product ID: nim4cpb1, serial/lot #: (B)(6)/219718276, UDI#: (B)(4). H3: analysis of the device was completed and concluded that that the reported customer complaint could not be duplicated. The device is working; the top enclosure, top decal, fuse, spare fuse decal were worn out and spare fuses are also missing. H6: codes updated. Previously applied codes fdm b17, fdr c21, fdc d16 codes are no longer applicable and fdm b01, fdr (B)(6), fdc d20 and img g0201202 / g04070 / g04080 codes are now applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.